Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Unit received with partial display due to corroded electronic assemblies. Unable to perform functional testing including selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test or displacement test due to display anomaly. Unit received with faded serial number label. Unable to determine if internal serial number is missing due to display anomaly.

Event description:
The customer reported via phone call that the serial number of the insulin pump was not readable. Customer stated the plastic lip of the reservoir area has halfway broken off. The customer¿s blood glucose level was 136 mg/dl at the time of the call. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump was returned for analysis.